Manufacturer narrative:
H3. The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The catheter was inserted into the pt. Upon activating the safety device, the needle separated from the stylet portion of the unit (9610847-2006-00044). Another unit was inserted and the needle separated from the stylet again upon activation. The clinician then removed the lot number from the ICU.